Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.

Event description:
During an atrial tachycardia procedure, following ablation in the right atrium, the user went to the left atrium to ablate another atrial tachycardia. While ablating on the septum in the left atrium, the user came off ablation, moved spots, then tried to move back and ablate again. However, force measurements were gone and turned purple. The force wave said, "no catheter detected and contact force not synchronized, check optical connection". The tactisys color was red, so the system was restarted. The study ended and then resumed. Another tactisys was used which did not resolve the force measurements. The second tactisys was flashing red and green. The catheter was exchanged and used with the original system which resolved the issue. The procedure was completed with no patient consequences.